Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular (rv) lead was over-sensing noise leading to pacing inhibition. No intervention has been performed. The patient was stable.

Event description:
Related manufacturer reference number: 2017865-2022-12859 new information received notes that the patient's pacemaker was over-sensing noise leading to pacing inhibition prior to the lead intervention procedure. The pacemaker was explanted and replaced, while the right ventricular (rv) lead was capped and replaced with alternate rv lead on (B)(6) 2022. The patient was stable.